Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that post implant procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and episodes of far r over-sensing. X-ray imaging was performed and revealed a dislodgement of the ra lead. No intervention was performed, and the patient will be further monitored. The patient was in stable condition.